Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported incorrect size for patient cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, there are several failure modes of the device that could lead to size incorrect for patient, which include but are not limited to a device size wrong selection during the procedure. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ambicor instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery in which a new device was implanted with an adjusted sizing. There was no patient complications and it is unknown if there was a device malfunction but the doctor determined a replacement was necessary. After surgery, the patient is fine.